Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, sensor patch became removed from body. At the time of the call with dexcom technical support, no medical intervention or injuries were reported.